Manufacturer narrative:
The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process. The abutment has severe wear at coronal surface and fractured at the thread¿s minimum diameter. No zest device lot number was provided so a lot history review could not be performed. Complainant reported that the locator abutment fractured in the screw part inside the implant after a few years of function. The fracture was confirmed. There was no manufacturing defect found. A definitive root cause for this complaint could not be determined. However, the probable causes of the failure include: insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown.

Event description:
It was reported that the locator abutment (imloa004) screw fractured inside the implant.